Event description:
It was reported that pericardial effusion increased. This 30mm watchman laa closure device was selected for a left atrial appendage closure procedure. A pericardial effusion was noted prior to beginning the procedure. The device was deployed with no recaptures done. Post implant the physicians thought the pericardial effusion looked the same. The patient was extubated and sent to recovery. A floor echo was ordered and once completed, the physicians thought the pericardial effusion was growing. The patient was returned to the lab and pericardiocentesis was done. The physicians stated 250 cc was removed. The patient is in stable condition.